Event description:
A hemodialysis user facility has reported that during treatment, a bloodline leak occurred. The leak was visually observed at the pigtail of the bloodline. Estimated blood loss was 1-3ml's. The blood was returned to the pt, a new system was strung and treatment was resumed as prescribed. Pt had no ill effects. The user facility discarded the sample is not available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition batch record review confirmed the labelling, material and process controls were within specification.